Manufacturer narrative:
The most probable cause of the malfunction was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope for a broken handle which was not reportable. During device evaluation by olympus, white residue was identified on the control body.